Manufacturer narrative:
(B)(6);4v. - no code available (stent suture broken).the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy procedure performed on (B)(6) 2010. According to the complainant, the stent was placed in the left main bronchus under fibroscopic and x-ray control with no complications. However, the retention suture that was needed to retract the stent in a more proximal position, could be seen showing in the lumen of the bronchus. The stent was in the correct position and was fully expanded. The complainant stated that the stent suture was not cut, and no part of the stent was broken. The stent was not removed, and there were no patient complications reported. The patient's condition at the conclusion of the procedure was reported to be "stable".